Manufacturer narrative:
Concomitant products: product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
Additional information received reported that there were high impedances of an unspecified value. It was not specified which electrodes were involved in the event. An x-ray showed that the leadtail was broken on the 8-15 lead. No patient symptoms or complications were associated with this event. A lead revision was done on (B)(6) and two percutaneous leads were implanted after the surgical lead was explanted. It was unknown what the cause of the issue was but the issue was resolved after replacement. It was noted that there was also an overdischarge that was confirmed but it was unknown what number of overdischarge it was. A physician mode recharge (pmr) was not performed but instead the battery was replaced at the time of the lead revision because it was unknown how much longer the battery would last. It was unknown if any diagnostic testing or troubleshooting was performed, what the cause of the issue wa s, or if the issue was resolved. At the time of the report the patient was alive with no injury.

Event description:
It was reported there were impedance measurements of greater than 40,000 ohms. The patient was seen on (B)(6) 2014 for a reprogramming session. The patient was not getting the coverage they needed. During reprogramming, the high impedances were found. The patient was unaware they had high impedances. Initially, electrodes 8, 10, 11, and 13 showed high. When retested with an increased voltage, 3v, the same electrodes showed greater than 40,000 ohms. The patient denied any fall, trauma, or something unusual happening. The patient indicated they were not feeling the stimulation about 1 to 2 weeks prior. The patient¿s device was reprogrammed to electrodes that were not reported to have been high. After the reprogramming, the patient was receiving the coverage they needed. Additional information received reported that on the date of the reprogramming session, the patient was no longer receiving coverage on their right leg. After reprogramming the patient had coverage to legs bilaterally.

Event description:
Additional information received reported that the patient received great and effective therapy since her lead and battery replacement. The patient's next follow up was to be on (B)(6) 2015.

Manufacturer narrative:
Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).